Event description:
Paramedics responded to a person in cardiac arrest. According to the reporter, the device's crt would not display the patient's ECG. The recorder was used instead and no adverse affects to the patient were reported as a result of the alleged malfunction.